Event description:
It was reported that during a medical check, the inflatable penile prosthesis (ipp) pump was partially inflated it by doctor, but patient was unable to do it. It was also mentioned patient is experienced bruising and soreness to his scrotum. Guidance was provided to patient about the correctly use and techniques for the device. Patient tried but there was no resolution, due to this, a medical check appointment was confirmed.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that during a medical check, the inflatable penile prosthesis (ipp) pump was partially inflated it by doctor, but patient was unable to do it. It was also mentioned the patient experienced bruising and soreness to his scrotum. Guidance was provided to patient about the correct use and techniques for the device. Patient tried but there was no resolution, due to this, a medical check appointment was confirmed. After the medical appointment, the physician confirmed the patient experienced tissue atrophy and because of this, when the patient is able to inflate the device, it is difficult to compress the pump.; he has a floppy, flaccid erection and 3.5 in lenght loss.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).